Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is that acu watchdog failure is that another alarm eg. Primary audible alarm post / triggered the alarm as acu watchdog failure is a sympathetic or secondary alarm; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device auxiliary control unit failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.